Event description:
It was reported that a patient experienced a laser burn on the face following pigmented lesion treatment with a clarity ii device. This case was determined to be due to user error. A member of the cynosure lutronic clinical team made contact with the treatment provider and confirmed that the treatment parameters used were outside of the recommended clinical treatment guidelines per the quickstart guide (qsg). The qsg recommends for spot treatment of freckles and lentigines using 755 nm and a 5 mm spot size with a pulse with of 1-3 ms, fluence 18-24j/cm2, single pulse, ICD off, no overlap and one pass using the "float" motion (a technique where the user "floats" or hovers the I-tip or the o-tip approximately 0.5 inches above the skin surface to reduce the risk of side effects and maintain patient comfort). The clinical settings that were used during treatment were inappropriate for he treatment provided. The fluence reported was too high, the pulse width was too long and the ICD was reported to be on. It is unknown if the "float" technique was utilized during treatment, or if the handpiece was kept on the skins surface. The patient is listed as a fitzpatrick iii-IV skin type. The qsg recommends that the pigmented spot treatments be preformed only on fitzpatrick I-iii skin tones. The qsg also recommends performing a test spot prior to treatment. No test spot was performed in preparation for this treatment. Additionally, the post treatment care recommended by the treatment provider and used by the patient was not appropriate. The cynosure lutronic medical director was consulted and reviewed the patient images provided. During this time the medical director did note a full thickness burn and recommended that the exosomes cream the patient was prescribed be stopped immediately, as it is not approved in the USA and therefore is not recommended to be used. It was recommended that the patients skin be kept clean and that and emollient like aquaphor or vani-cream be applied to the burned areas twice a day. The medical director stated that the patient is at risk of permanent scarring and post-inflammatory hyperpigmentation. It was also advised that the patient be evaluated and treated by a dermatologist or plastic surgeon experienced in burn care. To reduce the probability of reoccurrence, a complimentary virtual training was dispatched to the provider site. It was recommended that all clinical protocols be reviewed during this training session, with an emphasis on pigmented spot treatment. Additionally, the medical director's recommendations were communicated to the treatment provider to help support the patient's recovery. Since a reported serious injury occurred resulting in a full thickness burn, we are reporting this MDR.